Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a high blood glucose level of 815 mg/dl. The customer was wearing the insulin pump during their hospitalization. Paramedics were called to assist the customer. The customer stated that their insulin pump malfunctioned but they did not provide further information about the incident. The customer stated that they will callback regarding the issue.